Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Z6m transducer failed to image and the exam was aborted.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00169) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during a transesophageal echocardiograpy/cardiac study, the transducer stopped working. There was an artifact in the middle but no real ultrasound image was observed. The study was repeated and completed on a different system and a different transducer. It was further reported that the study was delayed only briefly. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00169) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation, the failure observed was damage to the transducer lens, and not an image problem. The most probable cause for the issue was due to customer handling. It was recommended that the customer take care in handling the transducer.